Manufacturer narrative:
(B)(4).

Event description:
It was reported that during extraction of the catheter, it broke. They performed surgery to remove it from the arm. They extracted all the pieces.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during extraction of the catheter, it broke. They performed surgery to remove it from the arm. They extracted all the pieces.